Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease flat, and white particles inside of the device. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the anterior and no particles observed in the filling channel. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Additional, changed, and/or corrected data.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed right side deflation. Device has been explanted.